Event description:
Reporter alleged she attempted to test on her aviva system but only obtained error messages. Reporter stated that within the next day, she felt dehydrated, lethargic, confused, blurred vision, shortness of breath, and hot. Reporter stated her brother took her to the hospital, she wad admitted, and a result of 441 mg/dl was obtained on the professional system. Reporter stated she was treated with two ivs and a shot of insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.